Event description:
It was reported that customer's insulin pump had a button error. Customer's blood glucose was 11.6 mmol/l. Customer stated the device may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. Device received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.